Event description:
This spontaneous report was received on (B)(6)-2012 from a female consumer (age unspecified) reporting on self from (B)(6). The consumer did not have any known medical history. The concomitant medications were not reported. On an unspecified date, the consumer started using ob procomfort mini 56s, for menstruation (route: vaginal, lot number b0132w13, frequency and expiration date unspecified). After an unspecified duration, while trying to remove the tampon, the cord of a tampon broke and tampon got stuck in vagina. She visited her gynecologist. The action taken with the device and outcome of the event were unknown. This report had non-serious event. The company causality was assessed as possible. This report was considered a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012 from a female consumer (age unspecified) reporting on self from (B)(6). The consumer did not have any known medical history. The concomitant medications were not reported. On an unspecified date, the consumer started using ob procomfort mini 56s, for menstruation (route: vaginal, lot number b0132w13, frequency and expiration date unspecified). After an unspecified duration, while trying to remove the tampon, the cord of a tampon broke and tampon got stuck in vagina. She visited her gynecologist. The action taken with the device and outcome of the event were unknown. This report had non-serious event. The company causality was assessed as possible. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. After analyzing the four samples of tampon received from the consumer, no defect could be found. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
This foreign report is being submitted (B)(4)-2012 for a device product that is considered same/similar to a us marketed device (ob procomfort regular 40s). This closes out this report unless additional follow up information is received).

Manufacturer narrative:
This foreign report is being submitted on (B)(4) for a device product that is considered same/similar to a us marketed device (ob procomfort regular 40s). This closes out this report unless additional follow up information is received.